Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Date of birth) information was not provided. The 510(k) # is k062195.

Event description:
On (B)(6) 2011 the lay user/patient's caregiver contacted lifescan (lfs) alleging the patient's onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's caregiver reported the alleged issue began in (B)(6) 2010 prior to contacting lfs. The caregiver informed the cca that the patient manages her diabetes with insulin. At an unknown time and date, the caregiver stated the patient was eating more food/drink at the time of the alleged issue. The caregiver indicated the patient was feeling shaky and dizzy after the alleged issue occurred; however, the caregiver could not specify how soon after the symptoms started. At an unknown time and date, the caregiver claimed the patient went to see her health care provider (hcp). At the time of the doctor's office visit, the caregiver stated the patient was administered insulin (type and dose unknown). The caregiver stated the patient had tested on another blood glucose meter (brand unknown), but was not able to recall the result(s) obtained. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused to the subject meter, and the meter did not require a new battery replacement. The alleged issue was not resolved since the correct test strips were not being used. Replacement products were sent to the patient. This complaint is being reported because the patient¿s caregiver claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury requiring hcp intervention after the alleged meter issue began.